Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed by medical review. Method & results: - device evaluation and results: visual, dimensional, functional, material analysis could not be performed as the device was not returned. - clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - "provided x-ray confirms the reported event. Need operative reports, office/clinical reports, examination of the explanted components, etc." - device history review: not performed as the device was not identified properly. - complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. The available medical records were provided to a consulting clinician, x-ray confirms the reported event. Need operative reports, office/clinical reports, examination of the explanted components, etc. The exact cause could not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. Patient was revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner construct. Rep confirmed that there are no allegations against the revised liner.

Manufacturer narrative:
Device details added. An event regarding disassociation involving an accolade stem was reported. The event was confirmed by medical review. Method & results: - device evaluation and results: visual, dimensional, functional, material analysis could not be performed as the device was not returned. - clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - "provided x-ray confirms the reported event. Need operative reports, office/clinical reports, examination of the explanted components, etc." - device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. The available medical records were provided to a consulting clinician for a review which was rejected stating provided x-ray confirms the reported event. Need operative reports, office/clinical reports, examination of the explanted components, etc. The exact cause could not be determined as insufficient information was available. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. Patient was revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner construct. Rep confirmed that there are no allegations against the revised liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, liner wear and a significant amount of black tissue was noted. Patient was revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner construct. Rep confirmed that there are no allegations against the revised liner.